Event description:
A patient called for medical information and reported adverse events. She had placement of a cypher stent in an unknown vessel. At an unknown time thereafter, the patient had placement of a second cypher stent in an unknown vessel for an unknown reason. Detailed information regarding both procedures was not available. Past medical history includes cad, heart attack, hypertension, copd, lupus, hypothyroidism, interstitial lung disease, lung collapse, drug allergy status unknown, hernias (hiatal, incisional, inguinal), (7) hernia repairs, 1966- radioactive iodine accidental overdose, dvt-(B)(6) 2007, diverticulitis, and joint pain.

Manufacturer narrative:
The patient is a poor historian and does not know where the stents were implanted. Furthermore, the patient has refused permission for cordis to contact her physician. Therefore, there is no additional information available regarding this event. It is not truly known if the originally implanted 2.5 x 18mm cypher stent restenosed; however, this is being reported as such in the interest of conservative reporting practices. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. However, there are risk factors present in the patient's medical history that may have contributed to the progression of her existing coronary artery disease.